Event description:
The 054 separator flex was difficult to remove from the 054 reperfusion catheter. As the physician pulled back on the separator 054 the tip was fractured off from the wire and the distal segment of the separator was elongated or stretched out. Upon removal and flush of the 054 reperfusion catheter, the physician observed the separator wire tip on the table. The wire tip, although fractured, was maintained within the reperfusion catheter. Nothing was lost in the patient's body. There was no patient injury.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.